Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of 300's mg/dl and ketones. Reportedly, the customer did not deliver a bolus for meals or for their elevated bg and did not have a correction factor set in the pump settings. The customer programmed a correction factor in the pump settings. The customer was treated with intravenous fluids of saline and insulin. The customer was released 07/07/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.